Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5069696) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menopause ("menopause") in a 31-year-old female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Previously administered products included for an unreported indication: valtrex from 2002 to (B)(6) 2019 and norethindrone from 2012 to 2013. Concurrent conditions included body mass index normal, asthma, uterine bleeding, cervicitis, vaginitis, irritable bowel syndrome and pelvic congestion syndrome. Concomitant products included paracetamol (tylenol) for dysmenorrhea, topiramate for migraine and headache, diphenhydramine hydrochloride (benadryl a) for skin infection as well as alprazolam (xanax), buspirone hydrochloride (buspar), buspirone from 2015 to 2017, escitalopram oxalate (lexapro), estradiol (estrogen), estradiol from 2016 to 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)(B)(6) 2015 to 2017, fexofenadine;pseudoephedrine, ibuprofen and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced panic disorder ("severe panic disorder"), skin infection ("rashes or skin conditions type: skin infection that has not been diagnosed"), pollakiuria ("bladder or urinary problems or changes, increased frequency"), premature menopause ("reproductive system disorder or condition type of disorder or condition: premature ovarian failure"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dental caries ("dental problems: cavities") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines"), headache ("migraine") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("bloating /abdominal distention") and flatulence ("excess gas /flatus and buming"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause (seriousness criterion disability), mental disorder ("mental health problems"), general physical health deterioration ("physical health problems"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), hot flush ("hot flashes"), night sweats ("night sweat"), allergy to metals ("nickel allergy"), abdominal pain ("left side abdominal pain"), eructation ("burping"), ovarian failure ("ovarian failure") and vasodilatation ("I had enlarged veins in my uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menopause, mental disorder, general physical health deterioration, anxiety, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, hot flush, night sweats, mood swings, cystitis, urinary tract infection, panic disorder, skin infection, pollakiuria, headache, premature menopause, amnesia, dental caries, allergy to metals, dysmenorrhoea, vision blurred, weight increased, abdominal distension, flatulence, alopecia, eructation, ovarian failure and vasodilatation outcome was unknown, the nausea and abdominal pain had resolved and the dyspareunia and fatigue was resolving. The reporter provided no causality assessment for general physical health deterioration, menopause and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, eructation, fatigue, flatulence, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian failure, panic disorder, pelvic pain, pollakiuria, premature menopause, skin infection, urinary tract infection, vaginal haemorrhage, vasodilatation, vision blurred and weight increased to be related to essure. The reporter commented: consumer stated that she had essure placed in 2012 (inconsistent information). She was potentially looking at surgery for a hysterectomy. The event outcome mentioned disability/permanent damage, required intervention, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: liver mass was found; on an unknown date: enlarged veins in uterus. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: enlarged veins in uterus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, dysmenorrhea, menorrhagia, lower abdominal pain, panic attacks. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- events- "burping, ovarian failure, I had enlarged veins in my uterus", lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menopause ("menopause") in a 31-year-old female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Previously administered products included for an unreported indication: valtrex from 2002 to (B)(6) 2019 and norethindrone from 2012 to 2013. Concurrent conditions included body mass index normal, asthma, uterine bleeding, cervicitis, vaginitis, irritable bowel syndrome and pelvic congestion syndrome. Concomitant products included paracetamol (tylenol) for dysmenorrhea, topiramate for migraine and headache, diphenhydramine hydrochloride (benadryl a) for skin infection as well as alprazolam (xanax), buspirone hydrochloride (buspar), buspirone from 2015 to 2017, escitalopram oxalate (lexapro), estradiol (estrogen), estradiol from 2016 to 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) (B)(6) 2015 to 2017, fexofenadine;pseudoephedrine, ibuprofen and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced panic disorder ("severe panic disorder"), skin infection ("rashes or skin conditions type: skin infection that has not been diagnosed"), pollakiuria ("bladder or urinary problems or changes, increased frequency"), premature menopause ("reproductive system disorder or condition type of disorder or condition: premature ovarian failure"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dental caries ("dental problems: cavities") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines"), headache ("migraine") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("bloating /abdominal distention") and flatulence ("excess gas /flatus and buming"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause (seriousness criterion disability), mental disorder ("mental health problems"), general physical health deterioration ("physical health problems"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), hot flush ("hot flashes"), night sweats ("night sweat"), allergy to metals ("nickel allergy") and abdominal pain ("left side abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menopause, mental disorder, general physical health deterioration, anxiety, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, hot flush, night sweats, mood swings, cystitis, urinary tract infection, panic disorder, skin infection, pollakiuria, headache, premature menopause, amnesia, dental caries, allergy to metals, dysmenorrhoea, vision blurred, weight increased, abdominal distension, flatulence and alopecia outcome was unknown, the nausea and abdominal pain had resolved and the dyspareunia and fatigue was resolving. The reporter provided no causality assessment for general physical health deterioration, menopause and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, panic disorder, pelvic pain, pollakiuria, premature menopause, skin infection, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: consumer stated that she had essure placed in 2012 (inconsistent information). She was potentially looking at surgery for a hysterectomy. The event outcome mentioned disability/permanent damage, required intervention, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: liver mass was found. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, dysmenorrhea, menorrhagia, lower abdominal pain, panic attacks. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & medical record received. Reporter's information added. Patient's demographics added. Added event abnormal bleeding (vaginal, menorrhagia), hot flashes and night sweats, mood swings, bladder infection, utis condition: severe panic disorder, skin infection that has not been diagnosed, bladder or urinary problems or changes, headaches, premature ovarian failure, nausea, dental problems, memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred vision, weight gain, fatigue, bloating/ abdominal distention, excess gas/ flatus and buming, weight gain, hair loss, left side abdominal pain. Updated outcome of events. Updated onset date of events. Historical drug, historical condition, concomitant drug, treatment drug, concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5069696) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menopause ('menopause/full blown menopause at 30') in a 31-year-old female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (essure implanted after second daughter). Current weight 150 lbs. Previously administered products included for an unreported indication: valtrex from 2002 to (B)(6) 2019 and norethindrone from 2012 to 2013. Concurrent conditions included body mass index normal, asthma, uterine bleeding, cervicitis, vaginitis, irritable bowel syndrome and pelvic congestion syndrome. Concomitant products included paracetamol (tylenol) for dysmenorrhea, topiramate for migraine and headache, diphenhydramine hydrochloride (benadryl a) for skin infection as well as alprazolam (xanax), buspirone hydrochloride (buspar), buspirone from 2015 to 2017, escitalopram oxalate (lexapro), estradiol (estrogen), estradiol from 2016 to 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) (B)(6) 2015 to 2017, fexofenadine;pseudoephedrine, ibuprofen and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced panic attack ("severe panic disorder/panic attack"), skin infection ("rashes or skin conditions type: skin infection that has not been diagnosed/skin problems"), pollakiuria ("bladder or urinary problems or changes, increased frequency"), premature menopause ("reproductive system disorder or condition type of disorder or condition: premature ovarian failure/peri-menopause at 28"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dental caries ("dental problems: cavities") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines/migraine daily"), headache ("migraine") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("bloating /abdominal distention") and flatulence ("excess gas /flatus and buming"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause (seriousness criterion disability), mental disorder ("mental health problems"), general physical health deterioration ("physical health problems"), anxiety ("anxiety/anxiety"), depression ("depression"), back pain ("back pain"), hot flush ("hot flashes/hot flashes gotten worse"), night sweats ("night sweat"), allergy to metals ("nickel allergy"), abdominal pain ("left side abdominal pain/stomack attacks"), eructation ("burping"), ovarian failure ("ovarian failure"), varicose veins pelvic ("I had enlarged veins in my uterus/enlarged uterine veins"), nervous system disorder ("nerves are going crazy"), pelvic congestion ("pelvic congestion syndrome"), incision site pain ("right abdominal incision scar, redness and hurt") and incision site erythema ("right abdominal incision scar, redness and hurt"). The patient was treated with cinnamomum spp. Oil;citrus sinensis essential oil;commiphora myrrha oil;eucalyptus spp. Essential oil;rosmarinus officinalis essential oil;syzygium aromaticum essential oil (doterra on guard), topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, nausea and abdominal pain had resolved, the menopause, mental disorder, general physical health deterioration, depression, vaginal haemorrhage, menorrhagia, hot flush, night sweats, mood swings, cystitis, urinary tract infection, panic attack, skin infection, pollakiuria, headache, premature menopause, amnesia, dental caries, allergy to metals, dysmenorrhoea, vision blurred, weight increased, abdominal distension, flatulence, alopecia, eructation, ovarian failure, varicose veins pelvic, nervous system disorder, pelvic congestion, incision site pain and incision site erythema outcome was unknown, the anxiety and migraine had not resolved and the dyspareunia and fatigue was resolving. The reporter provided no causality assessment for general physical health deterioration, menopause and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, eructation, fatigue, flatulence, headache, hot flush, incision site erythema, incision site pain, menorrhagia, migraine, mood swings, nausea, nervous system disorder, night sweats, ovarian failure, panic attack, pelvic congestion, pelvic pain, pollakiuria, premature menopause, skin infection, urinary tract infection, vaginal haemorrhage, varicose veins pelvic, vision blurred and weight increased to be related to essure. The reporter commented: consumer stated that she had essure placed in 2012 (inconsistent information). She was potentially looking at surgery for a hysterectomy. The event outcome mentioned disability/permanent damage, required intervention, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram abdomen - on an unknown date: enlarged veins in uterus; on (B)(6) 2017: liver mass was found. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: enlarged veins in uterus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, dysmenorrhea, menorrhagia, lower abdominal pain, panic attacks concerning the injuries reported in this case, the following one/ones were reported via social media: stroke, nerves are going crazy, pelvic congestion syndrome, right abdominal incision scar, redness and hurt were added most recent follow-up information incorporated above includes: on 9-sep-2019: events per social media: nerves are going crazy, pelvic congestion syndrome, right abdominal incision scar, redness and hurt were added. Skin problems, panic attack, migraine daily, anxiety, enlarged uterine veins, peri-menopause, full blown menopause at 30, hot flashes were clubbed with previously reported events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menopause ('menopause/full blown menopause at 30') in a 31-year-old female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (essure implanted after second daughter). Current weight 150 lbs. Previously administered products included for an unreported indication: valtrex from 2002 to 25-sep-2019 and norethindrone from 2012 to 2013. Concurrent conditions included body mass index normal, asthma, uterine bleeding, cervicitis, vaginitis, irritable bowel syndrome and pelvic congestion syndrome. Concomitant products included paracetamol (tylenol) for dysmenorrhea, topiramate for migraine and headache, diphenhydramine hydrochloride (benadryl a) for skin infection as well as alprazolam (xanax), buspirone hydrochloride (buspar), buspirone from 2015 to 2017, escitalopram oxalate (lexapro), estradiol (estrogen), estradiol from 2016 to 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) jul-2015 to 2017, fexofenadine;pseudoephedrine, ibuprofen and progesterone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal changes"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gain / loss (specify which one)"). In 2015, the patient experienced panic attack ("severe panic disorder/panic attack"), skin infection ("rashes or skin conditions type: skin infection that has not been diagnosed/skin problems"), pollakiuria ("bladder or urinary problems or changes, increased frequency"), premature menopause ("reproductive system disorder or condition type of disorder or condition: premature ovarian failure/peri-menopause at 28"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dental caries ("dental problems: cavities") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines/migraine daily"), headache ("migraine") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("bloating /abdominal distention") and flatulence ("excess gas /flatus and buming"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause (seriousness criterion disability), mental disorder ("mental health problems"), general physical health deterioration ("physical health problems"), anxiety ("anxiety/anxiety"), depression ("depression"), back pain ("back pain"), hot flush ("hot flashes/hot flashes gotten worse"), night sweats ("night sweat"), allergy to metals ("nickel allergy"), abdominal pain ("left side abdominal pain/stomack attacks"), eructation ("burping"), ovarian failure ("ovarian failure"), varicose veins pelvic ("I had enlarged veins in my uterus/enlarged uterine veins"), nervous system disorder ("nerves are going crazy"), pelvic congestion ("pelvic congestion syndrome"), incision site pain ("right abdominal incision scar, redness and hurt") and incision site erythema ("right abdominal incision scar, redness and hurt"). The patient was treated with cimicifuga racemosa;colecalciferol;ipriflavone;vitex agnus-castus (hormone balance natural hrt), cinnamomum spp. Oil;citrus sinensis essential oil;commiphora myrrha oil;eucalyptus spp. Essential oil;rosmarinus officinalis essential oil;syzygium aromaticum essential oil (doterra on guard), topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, nausea and abdominal pain had resolved, the menopause, mental disorder, general physical health deterioration, depression, vaginal haemorrhage, menorrhagia, hot flush, night sweats, mood swings, cystitis, urinary tract infection, vaginal infection, panic attack, skin infection, pollakiuria, headache, premature menopause, amnesia, dental caries, allergy to metals, dysmenorrhoea, vision blurred, weight increased, abdominal distension, flatulence, alopecia, eructation, ovarian failure, varicose veins pelvic, nervous system disorder, pelvic congestion, incision site pain, incision site erythema and hormone level abnormal outcome was unknown, the anxiety and migraine had not resolved and the dyspareunia and fatigue was resolving. The reporter provided no causality assessment for general physical health deterioration, menopause and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, eructation, fatigue, flatulence, headache, hormone level abnormal, hot flush, incision site erythema, incision site pain, menorrhagia, migraine, mood swings, nausea, nervous system disorder, night sweats, ovarian failure, panic attack, pelvic congestion, pelvic pain, pollakiuria, premature menopause, skin infection, urinary tract infection, vaginal haemorrhage, vaginal infection, varicose veins pelvic, vision blurred and weight increased to be related to essure. The reporter commented: consumer stated that she had essure placed in 2012 (inconsistent information). She was potentially looking at surgery for a hysterectomy. The event outcome mentioned disability/permanent damage, required intervention, but it was not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram abdomen - on an unknown date: enlarged veins in uterus; on (B)(6) 2017: liver mass was found. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: enlarged veins in uterus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, dysmenorrhea, menorrhagia, lower abdominal pain, panic attacks concerning the injuries reported in this case, the following one/ones were reported via social media: nerves are going crazy, pelvic congestion syndrome, right abdominal incision scar, redness and hurt were added. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events hormonal changes and vaginal infection were added. Treatment drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menopause ("menopause") in a female patient who had essure (batch no. A57109) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included allegra-d, alprazolam (xanax), buspirone hydrochloride (buspar), escitalopram oxalate (lexapro), estrogen nos (estrogen), ibuprofen, paracetamol (tylenol) and progesterone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menopause (seriousness criterion disability), mental disorder ("mental health problems"), general physical health deterioration ("physical health problems"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essureg implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menopause, mental disorder, general physical health deterioration, anxiety, depression, migraine and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, migraine and pelvic pain to be related to essure. The reporter provided no causality assessment for general physical health deterioration, menopause and mental disorder with essure. The reporter commented: consumer stated that she had essure placed in 2012 (inconsistent information). She was potentially looking at surgery for a hysterectomy. The event outcome mentioned disability/permanent damage, required intervention, but it was not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on (B)(6) 2017: potential legal summon document received new reporter , product stop date and events anxiety, depression, migraines, pelvic pain, back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.